Event description:
It was reported that bd alaris smartsite extension set had foreign matter in the pathway the following information was received by the initial reporter with the following verbatim: I am reporting a product concern with the carefusion 20027e with discoloration and sediment noted in filter during use. I would like to connect with a representative to discuss. Thank you, xxxxx. Customer response for follow-up: 1. Please provide the date of event. 3/18/24, 5/5/24, 5/10/24. 2. Can you provide a batch number? No available. 3. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? Unknown . 4. Please confirm the number of occurrences. 3.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported foreign matter in filters of material 20027e and returned photos of the samples. There is no physical sample available. The photos show some discoloration in the filters, but it is not possible to verify if the filters contain a foreign matter or other dangerous substance, as the results in question were found during use. The root cause for the foreign matter/sediment cannot be found without the physical samples, and the sets were found with the issue during use.

Event description:
Material #: 20027e, batch#: unknown. It was reported by customer that the carefusion 20027e with discoloration and sediment noted in filter during use. Verbatim: rcc received a complaint via email. Email(s) attached. I am reporting a product concern with the carefusion 20027e with discoloration and sediment noted in filter during use. I would like to connect with a representative to discuss. Thank you, xxxxx. Customer response for follow-up: 1. Please provide the date of event. 3/18/24, 5/5/24, 5/10/24. 2. Can you provide a batch number? No available. 3. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? Unknown. 4. Please confirm the number of occurrences. 3. 5. Any physical sample available for investigation? Yes. 6. Please also provide us with the full pickup address, contact name and number, department name, floor number, and any additional details such as (pick up at reception, goods in yard, etc.)? (B)(6).